Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2016. Patient issue prior to call was resolved. Patient's mother was informed to forget all other (B)(6) devices, disable then re-enable (B)(6) and close all background applications. Patient's mother was advised to call back if still no success within 5 minutes and reboot the phone. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 03/08/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.